Event description:
It was reported that during servicing, of a loaner 840 ventilator, there was a "processing error". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Initial reporter: this is a loaner ventilator and was reported by medtronic japan affiliate. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, of a loaner 840 ve ntilator, there was a "processing error".  The device was available for evaluation. The service personnel (sp) inspected the ventilator confirmed reported issue. The sp replaced the inspiratory flow module pcb (printed circuit board) and exhalation transducer pcb. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The inspiratory flow module pcb was returned for further evaluation and is currently in the analysis. One exhalation transducer pcb was returned to medtronic for failure investigation. A visual inspection was carried out and no anomalies were found. The exhalation transducer pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. Performed calibration, extended self testing (est) and short self testing (sst) procedures without any errors. When connecting the patient circuit to put the ventilator into ventilation mode, the ventilator alarmed indicating safety valve open with relevant diagnostic codes generated. The fault was isolated to component u1. The cause of the event was isolated to a fault with the exhalation transducer component u1. If this fault would occur while in use on a patient, it would lead to loss of ventilation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated medtronic conducted an investigation based upon all information received. It was reported that during servicing, of a loaner 840 ve ntilator, there was a "processing error".  The device was available for evaluation. The service personnel (sp) inspected the ventilator confirmed reported issue. The sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and exhalation transducer pcb. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The ifm pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no ma lfunction or product deficiency observed. One exhalation transducer pcb was returned to medtronic for failure investigation. A visual inspection was carried out and no anomalies were found. The exhalation transducer pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. Performed calibration, extended self testing (est) and short self testing (sst) procedures without any errors. When connecting the patient circuit to put the ventilator into ventilation mode, the ventilator alarmed indicating safety valve open with relevant diagnostic codes generated. The fault was isolated to component u1. The cause of the event was isolated to a fault with the exhalation transducer component u1. If this fault would occur while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.